Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology were not reported. The patient had type ii endoleaks for 3-4 years post implant and the aneurysm slightly enlarged. It was reported that the patient had a recent trauma (exact date is unknown) where the patient fell and fractured the patient's pelvis. Upon evaluation the aorta was found to have elongated by about a centimeter and the stent graft was 1 cm below the level of the renal arteries; however, there was no endoleak and the stent graft did not migrate. No type 1 or type 2 endoleaks present at this time. The physician elected to place a 30 mm diameter aortic cuff between the two stent grafts. No additional clinical sequelae were reported intervention has been performed and the patient fine.

Manufacturer narrative:
Evaluation results and conclusion: (recent trauma and type ii endoleak resulting in aneurysm enlargement). (Aneurysm enlargement).